Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to oversensing while the patient was running. Technical services (ts) reviewed the device data and discussed the r-wave amplitude was decreased and allowed movement artifacts to be recreated. In addition, is it possible there is some morphology change related to the rate elevation. Ts advised to perform an exercise stress test (est) and evaluating morphology changes. The patient was seen in-clinic and an est performed to assess the vectors. The secondary vector showed inadequate sensing; therefore, the primary vector was considered for programming. The s-ICD remains in service. No additional adverse patient effects were reported.